Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and x-ray cable were replaced during the service call.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error message. No pt injury was reported.